Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "teflon pad of the harmonic has been melted (fragments fell into the patient and were retrieved at the procedure)¿. Failure analysis found the primary finding of teflon damage to be related to the customer reported complaint. Visual inspection was conducted and found teflon damage. A small piece measuring approximately 0.022" x 0.035" was broken off towards the proximal end of the teflon pad. The broken piece was not returned. The root cause of this failure is attributed to mishandling/misuse. An additional finding not reported by the site and not related to the reported complaint, was that the insert was found to have blade damage. Scratch marks were found along the side of the blade. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace instrument be returned for evaluation, but the product has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the teflon pad of the harmonic ace instrument reportedly melted and fell inside the patient. The fragments were retrieved, and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have the teflon pad melted. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for 5 minutes and broke while it was being used for dissecting tissue. All the fragments were retrieved during the same procedure and was confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.